Event description:
The pt reported that she was hospitalized with ketoacidosis and elevated blood glucose of 25 mmol/l (450 mg/dl) to hi mmol/l on (B)(6) 2012. She stated e4 (occlusion) was displayed on the infusion device and the cannula of the infusion set is blocked and insulin is not being delivered. She felt lethargic and was vomiting. She was admitted to the emergency room at 8:00 pm and was treated with a saline IV and 7 units of insulin. She was retested from the hospital at 2:00am. She stated she continues to experienced elevated blood glucose and will switch to insulin injections until new infusion sets are received. The alleged infusion sets were replaced and requested to be returned for eval.